Event description:
Info received indicates the bed will not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The technician found the trend lever was broken. He replaced the trend lever to repair the bed.